Manufacturer narrative:
Expiration date: 03/2020, manufacture date: 03/2015. Based on the available information, this event is deemed to be a malfunction. A batch record review indicate no discrepancies could be found. The incoming inspection report for pvc used to produce this particular lot does no reveal any sign of failure and was found to be well within the specification. Furthermore, the hardness test record revealed that this batch was considered acceptable at the point of release. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported that the tubing of a plain murphy 3.0mm endotracheal tube was too soft, resulting in difficult intubation. No patient harm was reported as a result of this reported complaint.